Manufacturer narrative:
(B)(4). Date sent: 8/31/2023, b3: event year only reported: 2023, d4 batch #: unknown. Additional information was obtained: an internal rapid response call was held on 8/29/2023 to discuss the hemostasis issues/patient related issues. This is a rural account with a busy gyn who utilizes both an enseal x1 large jaw and an enseal x1 curve/straight jaw. The surgeon had these issues after the massive back order that was resolved earlier this year. The first set of complaints (3 of them in march) had patients returning to the ER with bleeding, but the rep does not know how the patients/hematomas were treated. The local team updated the generator software. None of the devices were returned for analysis since the rep was not informed about the events until well after the events occurred. The rep is not sure whether the bleeding was coming from area where the large jaw was used or the area where the laparoscopic device was used. It was indicated that the cases weren¿t extremely challenging. The rep did say that this surgeon has been utilizing the large jaw since it came to market, so the surgeon well versed on how to properly use the enseal devices. The rep could not comment on the amount of tension the surgeon had on the vessels. Was there any medical or surgical intervention to manage the post op hematoma? Unknown did the patient need to have a blood transfusion? Unknown did the patient need any different type of post op care due to the hematoma? Unknown what is the current patient status? Unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op to a hysterectomy procedure that the patient developed a hematoma. Unknown of the current condition of the patient. No other information was provided.